Event description:
It was reported that the infusion of blinatumomab (18mcg in 250ml saline with total volume of 270ml) was completed earlier than expected. The infusion was intended to run at 5.1ml/hr., with the second dose started on (B)(6) 2024 at 1630 with expected completion on (B)(6) 2024 at 1630. However, on the morning of the (B)(6) 2024, at around 0245 it was noticed that the amount of fluid left in the bag was almost completed approximately 12 hours ahead of schedule. The clinicians and pharmacist were then notified. The third dose was then started at 0440 at 5.1ml/hr. With no adverse reactions noted from patient. It was also reported that the pump module "had been changed during the night shift when it displayed "channel error" message. There was patient involvement but no harm.

Manufacturer narrative:
The event logs have been received and the evaluation is pending. A follow up report will be submitted with investigation results once the evaluation has been completed. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Manufacturer narrative:
Correction: it was determined through investigation of the returned devices that the initially reported suspect device reported under manufacturer report number 2016493-2024-46147 is a concomitant. Please refer to manufacturer report number 2016493-2024-46076, which captured the correct suspect device per investigation report.

Event description:
It was reported that the infusion of blinatumomab (18mcg in 250ml saline with total volume of 270ml) was completed earlier than expected. The infusion was intended to run at 5.1ml/hr., with the second dose started on (B)(6) 2024 at 1630 with expected completion on (B)(6) 2024 at 1630. However, on the morning of the (B)(6) 2024, at around 0245 it was noticed that the amount of fluid left in the bag was almost completed approximately 12 hours ahead of schedule. The clinicians and pharmacist were then notified. The third dose was then started at 0440 at 5.1ml/hr. With no adverse reactions noted from patient. It was also reported that the pump module "had been changed during the night shift when it displayed "channel error" message. There was patient involvement but no harm.